Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not alarming and not vibrating also. Customer¿s blood glucose was 55mg/dl at time of incident. Customers performed self test and insulin pump was not vibrating and he cannot hear the alarm. Customer declined troubleshoot for low blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor broken black wire. Device received with minor scratched lcd window and cracked reservoir tube lip.